Event description:
It was reported that the 9800 sys locked up and had to be rebooted. The case was completed without incident. No pt injury was reported.

Manufacturer narrative:
The svc rep replaced the ffb board. The sys operates as intended.